Manufacturer narrative:
(B)(4). Per email from manufacturer technical support, the generic board from the 4" pump pod has burnt traces. The 4" pump pod assembly needs to be replaced.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump had no display and they could not use local controls on the pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the subsidiary site service engineer, there will be no part returned to the manufacturer for further evaluation. He informed the manufacturer investigator that he confirmed the complaint, replaced the pump pod assembly and the small roller pump works normally. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per follow-up with the subsidiary site on 11-sep-2015: the user was not able to control pump speed with the ccm or local controls on the pump. There was no power to the roller pump or display.

Event description:
Corrected: initially it was reported during cardiopulmonary bypass (cpb), after further information from the clinical review the event occurred during set-up. Per the clinical review on 11-sep-2015: according to subsidiary site, this issue actually occurred during set-up. This roller pump was being used as a sucker. The roller pump stopped and local display blanked during set-up, prior to cpb. A question mark (?) Appeared on the central control monitor (ccm) on the sucker pump icon. The pump was changed out and not used during the procedure. The procedure was completed successfully, without delay of the surgical procedure and no loss of blood. There was no harm of the patient.